Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to her essure device, she underwent essure device removal") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("due to symptoms related to her essure device, plaintiff underwent essure device removal"). The patient was treated with surgery (she underwent essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and adverse reaction outcome was unknown. The reporter considered adverse reaction and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to her essure device, she underwent essure device removal") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("due to symptoms related to her essure device, plaintiff underwent essure device removal"). The patient was treated with surgery (she underwent essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.